Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported ¿err head¿ will be displayed each time the ultrasonic coupling agent is changed. A serious injury or harm to the patient was not reported. Complaint (B)(4).

Manufacturer narrative:
As stated by the field service technician a investigation or repair of the device in question was not initiated. A service order is not available. Therefore the most probable root cause could not be determined. The failure could not be confirmed.

Event description:
Complaint# (B)(4).